Event description:
It was reported that a patient underwent an infraumbilical hernia repair procedure on an unknown date and mesh was used. The surgeon stated that it was needed for the device to come in contact with the bowel. Post operative, the patient developed a local wound infection. The infection resolved using oral antibiotics and topical wound care. No additional information has been provided

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. No conclusion can be drawn at this time. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches submitted for this device. See also medwatch 2210968-2012-02824. The same device is represented in each medwatch as it was involved in two events.